Event description:
A caller stating they were from a law firm in (B)(6) contacted medtronic inquiring about activity restrictions, specifically what could make a patient fall, for eon-ins and lamitrode prc hclc 110 cm lead. The caller declined to provide patient information. The caller stated that a patient had an ans spinal cord stimulation system implanted in 2006 and experienced a car accident in (B)(6) 2009. The caller was advised to contact ans. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).